Manufacturer narrative:
"Patients with active endocarditis" is listed among the contraindications in the perceval IFU. This failure to follow instructions may have contributed to the reported event. Not available for return.

Event description:
A perceval pvs27 was implanted during an aortic valve replacement with concomitant mitral valve replacement, performed due to endocarditis. Post-operatively, paravalvular leak was identified. The patient subsequently passed away. No other information was provided.

Manufacturer narrative:
The conclusion code "18 - failure to follow instructions" was reported in error. The root cause of the event remains unknown. .

Manufacturer narrative:
As the device was not received for analysis, no investigation can be performed and the root cause of the event remains unknown.